Manufacturer narrative:
A not reportable initial MDR assessment was determined on 06/25/2015 for the complaint received on (B)(6) 2015. The complaint sample (omnipod) was returned to insulet complaint department on 06/25/2015. Upon completion of the device investigation, evidence of an internal leak was found. The root cause was determined to be a "cannula seal installed improperly" (07/27/2015). The leakage through the seal could have caused insufficient delivery of insulin which could have contributed to the reported hyperglycemia. As a result of identifying this failure mode with the original complaint, it is now a reportable adverse event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose and insulin history is as follows: time: 5:48 am, bg (mg/dl): bolus (u): 2.1; 8:02 am, 10.5; 10:03 am, 293, 2.0; 10:25 am, 2.1; 12:03 pm, 7.15 and 3.85; 12:20 pm, 1.2; 2:51 pm, 329; 3:20 pm, 7.3. The pod was deactivated.